Manufacturer narrative:
The single-use device (implant) was deployed under normal use conditions and is believed to have functioned in a normal intended manner. The implant appears to have been successfully delivered. Pain, bleeding and hematoma are known possible outcomes associated with the prostatic urethral lift procedure.

Event description:
On (B)(6), patient underwent a successful prostatic urethral lift procedure. On (B)(6), it was reported that a CT scan was performed for abdominal distention and abdominal pain. Scan showed the patient had developed a pelvic hematoma tracking from the prostate. On aug 9, additional information was received that the patient was hospitalized and received blood transfusion, making this reportable. No other intervention was required. The event self resolved after 1.5 weeks.